Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an increase in ventricular thresholds. During device change out, body fluid was noted inside the ventricle port. The device was explanted and replaced.